Manufacturer narrative:
Details of complaint: the nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. Downgrading the cns to the previous software version resolved the issue. No patient harm was reported. Investigation summary: the customer indicated that the cns was going into communication loss, froze, and then rebooted after a software upgrade. To temporarily address the issue, the cnss were downgraded back to v02-20. An irc was initiated to investigate the issue. The investigation from the irc identified that in v02-22, the cns may reboot when it is on a network where an enterprise gateway telemetry server is located. This issue has been resolved and addressed in a newer software version, version 02-23. It is recommended that the customer upgrade the software to version 02-23. Comments: no further corrective action is required. The following fields contains no information (ni), as an attempt to obtain the information was made, but none were provided. A2 - a6 b6 b7 attempt #1 02/01/2023 emailed the reporter via microsoft outlook for all items under the no information section. A reply was received stating that the cns does not store the patient demographics in its logs. Patient demograhic information is not available. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. No patient harm was reported.

Event description:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. No patient harm was reported.

Manufacturer narrative:
The nihon kohden (nk) employee reported that after a software upgrade, the central nurse's station (cns) would display comm loss on all tiles, then reboot on its own several times before becoming stable again. This was occurring randomly. Downgrading the cns to the previous software version resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1. 02/01/2023 emailed the reporter via microsoft outlook for all items under the no information section. A reply was received stating that the cns does not store the patient demographics in its logs. Patient demograhic information is not available.